Manufacturer narrative:
Device pass displacement test. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap was flush. It was reported that the customer had high blood glucose levels of 32 mmol/l. It was reported that the customer was treated with manual injections. Troubleshooting was performed. The customer was using the insulin pump system within forty eight hours of reported incident. The insulin pump will be returned for analysis.